Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after an infusion site was inadvertently pulled out during sleep, followed by a caregiver-initiated site and supply change that was suspected to be incorrect; the patient was using a 23-inch teflon 6 mm inset infusion set, and troubleshooting included disconnecting and removing the prior set, placing a new infusion set, priming until drops were observed, reconnecting the prior tubing, and filling the cannula, after which insulin delivery was resumed. Symptoms included elevated blood glucose of 386 mg/dl. Outcomes included successful regulation of blood glucose following the guided infusion site replacement and resumption of therapy, with no alarms, no alerts, and no hospitalization. Investigation included remote troubleshooting and verification of insulin resumption, along with follow-up to confirm glycemic response. Investigation of this case revealed that the hyperglycemia was associated with a dislodged or improperly seated infusion set and was resolved after correct site replacement and priming; the cannula appeared straight on removal, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.